Event description:
It was reported the patient was unable to communicate with the ipg using the charging system, and the programmer had difficulty communicating with the ipg. The physician palpated the ipg pocket site and determined the ipg may have turned sideways, and the site had some swelling. An x-ray was taken at the next appointment and the ipg tilting was confirmed. The patient reported discomfort, and the physician planned to undertake surgical intervention to reposition the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.